Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter was broken off and separated from the bd insyte¿ autoguard¿. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Correction of product name: from: it was reported that the catheter was broken off and separated from the bd insyte¿ autoguard¿. Found during use. No serious injury or medical intervention noted. To: it was reported that the catheter was broken off and separated from the bd insyte¿. Found during use. No serious injury or medical intervention noted. From: bd insyte¿ autoguard¿ to: bd insyte¿.

Event description:
It was reported that the catheter was broken off and separated from the bd insyte¿. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: samples/ photos: according to visual analysis of the photos in attachment it can be verified that the catheter was damaged at the tip, which was probably caused by the tip of the needle during the assembly of the final product. DHR review: the insyte assembled lot: 7179918, used in the final product lot: 7186612 of insyte 18gx1.16 were analyzed regarding ¿damaged component¿ and ¿needle through catheter¿ and were not evidenced records that could lead to claimed defect. Qn/ ncmr review: there are no quality notification (qn) or nonconformity report of "damaged component" and ¿needle through catheter¿ or anything that could lead to this complaint. Unplanned maintenance: during the investigations, the history of corrective maintenance was evaluated during the assembly period of the lot involved in this complaint. As a result of this analysis, it was not evidenced a corrective maintenance record, which could cause to the incident in question. Investigation conclusion: based on the investigations, it was not possible to determine the root cause for this incident, because although the photos evidenced damage at the tip of the catheter that is characteristic of a catheter transfixed by needle, it was not evidenced batch history records, nonconformities or corrective maintenance which could lead to the transfixed catheter (needle through catheter).